Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: pt-113950, pt hybrid glen post regenerex, lot # 692230, catalog #: 113022, versa-dial 38x19x39 hum head, lot # 763670, catalog #: 113610, comp primary stem 10mm micro, lot # 689130, catalog #: 118001, versa-dial/comp ti std taper, lot # 692430. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00702, 0001825034-2020-00703, 0001825034-2020-00704. Will not be returned.

Event description:
A study patient received a right anatomic total shoulder arthroplasty approximately four (4) years ago. Subsequently, the patient was revised to an anatomic hemiarthroplasty about three (3) years ago due to full thickness rotator cuff tear and glenoid component loosening. The rim of the glenoid was also found to be fractured. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Updated: d4 (exp / UDI). Reported event was considered confirmed as the medical records stated infection and after a fall a full thickness supraspinatus rotator cuff tear. After revision patient had pain and problems with range of motion and x-rays show slight proximal migration of the prosthetic head with narrowing of acromiohumeral distance, appears slightly anteriorly subluxed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Possible contributing factors are the patient's multiple falls and history of smoking. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.